Event description:
It was reported during in clinic follow up that the implantable cardioverter defibrillator went into backup mode. Programming changes were made and the device was successfully restored. There were no patient consequences.